Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient was hospitalized, due to diabetic ketoacidosis (dka) vomiting and high blood glucose (bg) levels of 25 mmol/l (450 mg/dl) while wearing the pod on the arm between 36 and 48 hours. Insulin was noticed to be leaking out and the cannula was found to be bent after removal. At the hospital, the patient was place on an intravenous (IV) of insulin and electrolytes.